Event description:
Patient had on q painbuster implanted in 2006. The following day, one of the catheters broke, leaving approx 7cm in patient. Remaining catheter was surgically removed. Unable to determine exact cause. The break occurred when the catheter was being pulled out by the staff.